Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv 5 device leaked prior to patient use. The device was filled with fluorouracil. There was no patient involvement. There was no patient injury or medical intervention associated with this event. No sample is available for evaluation. No additional information.